Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Complaint description: asr revision to take place on (B)(6) 2015. Asr xl - right. Reason(s) for revision: pain. Patient is bi lateral - for left hip see dint 17940. On june 2015 - update - rcvd product stickers - lot numbers on email are incorrect - cup: 2611254 and sleeve 2353298 taken from stickers - kf (B)(6) 2015. Update 22 jun 2015: rec'd scf with correct implant date - (B)(6) 2008. Stated date of implant put in appropriate section. Sm (B)(6) 2015. Update ad 25 apr 2018: communication received from crawfords. Additional information received: updated complaint form. Corrected date of implant and date of revision. Doi: (B)(6) 2009; dor: (B)(6) 2018; right hip.